Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 6.9 inr with a mean of 3.29 inr (survey range 1.9-4.7 inr); 3.9 inr with a mean of 1.63 inr (survey range 0.8-2.5 inr). No adverse event reported. Requested return of suspect system and replacement was sent.